Manufacturer narrative:
E1 - initial reporter phone has an extension (B)(6). The reported complaint of separation could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed top the reported complaint.

Event description:
The event occurred on an unspecified date involving a spinning spiros¿ where it was reported that the unit have seen an increase in recent spike in clinical incidents involving 5-fluorouracil (5fu) pumps becoming detached, resulting in leaks and increased exposure risk at the patient¿s home. There was unprotected chemo exposure.